Event description:
It was reported that pump displayed malfunction alarm code 0 with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level. Customer reset pump independently before calling, malfunction did not recur after reset, and technical support confirmed customer could continue using pump while advising customer to call back if any malfunction alarm returned, which customer acknowledged and understood.